Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had a high-grade fever. The physician did not believe that there was an infection. The patient was prescribed antibiotic and was reportedly doing well.

Event description:
A report was received that the patient had a high-grade fever. The physician did not believe that there was an infection. The patient was prescribed antibiotic and was reportedly doing well.